Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states receiving no delivery alarms, every other time the infusion set is changed. The customer's blood glucose level at the time of incident was 498mg/dl. The customer's most current level was 218mg/dl. The customer states high levels were treated with syringe and the insulin pump. Troubleshoot was conducted. The customer was advised to monitor the device and call back when alarms occur. The customer was also advised to reach out to their diabetes educator.